Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a rash all over back and under chest area. There was no alleged device malfunction contributing to the reaction. The patient¿s physician advised using cornstarch on the reaction. Outcome of the reaction is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.